Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. Additionally, it was reported that the pump battery was depleting quickly which resulted in the pump shutting down. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A correction bolus was delivered to address bg. The customer continued to use the pump for insulin therapy.